Manufacturer narrative:
The technical service team looked at the infusion parameters and found out the following: partial volume: 6 ml, flowrate: 70 ul/h, pump unlocked. Please note that with the infusion parameters found above, and assuming no priming, the calculated total infusion time is 3 days, 13 hours, 42 minutes and 51 seconds. This means that what has been reported by the patient (that is that after 3 days of infusion the pump showed a remaining time of 15 hours) is compatible with the remaining time theoretically calculated on the basis of the programmed flowrate and partial volume and it does not indicate a malfunction of the pump, i.e. The behaviour of the pump is regular. What has been found leads us to the hypothesis that the patient has lowered the parameters unintentionally: for instance, should the pump usually be programmed with a flowrate of 80 [?]l/h, the total infusion time would be 3 days and 3 hours, closer to the remaining time expected by the patient. If the flowrate was unintentionally lowered to 70 ul/h, this would explain what has been reported by the patient. Moreover, should the pump work near to occlusion conditions, we have to point out the following: as stated by the manual, "the time to the occlusion signal is a function of the flow rate, the lower the flowrate, the more time the pump will need to trigger the occlusion alarm". In particular, for a flowrate of 100 ul/h (in combination with an infusion set with 27g needle, 80 cm length) the time to an occlusion alarm signal is about 5 hours. Thus, for flowrates such low as 70 ul/h, as for our case, a delay of more than 5 hours in detecting the occlusion and trigger the alarm is regular. With the aim to verify what was reported by nordicinfu care the following analyses has been carried out on the pump: infusion test; visual inspection of the pump and its electronic circuits. Since we do not know if and how much quantity of drug has been primed (which would change the calculation of the infusion time made above), our technical service team performed on the device an infusion test under a load that was kept monitored by a load cell so to be near to occlusion conditions, with the aim to check if under high loads the pump is able to maintain the correct infusion time and/or to detect the occlusion. With the same infusion parameters found (partial volume: 6 ml and flowrate: 70 ul/h), starting on date (B)(6) 2015 at 10:20 am the pump underwent the infusion test: after 72 hours, at 10:20 am on date (B)(6) 2015 the remaining infusion time was of 13 hours, as expected by the calculations. Thus from this test it did not arise any problem related to incorrect functioning of the pump since the device is able to maintain the correct infusion time. The following visual analysis of the pump and its electronic circuits did not show any trace of oxidation (for example due to contact with the liquid), nor showed other anomalies such as electronic components flawed or defective welds. Given the above, the analyses carried out did not disclose any element that can link the description of what happened to a problem related to an incorrect functioning of the pump. Device evaluated, repaired and returned to the distributor/user. The patient did not suffer any serious injury. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
As per nordicinfu care report on (B)(6) 2015: "[...] We have had an incident with a crono five pump. [...] The patient was feeling worse. Possible higher resistance/occlusion of the pump, there should have been an alarm. Signs of infection. The case reported to us like this: after 3 day s.c. Infusion, it was noticed that the pump indicated that 15 h infusion was left, and it should have been 4-5 h. The patient had felt worse. There were signs of infection at infusion site, which was handled by a nurse. However, if there had been a higher resistance/occlusion, there should have been an alarm by the pump, which had not been the case. Pump replaced. [...] By following communication, we were made aware that the pump was used by a pah patient with the drug remodulin.